Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
It was reported that a physician, unspecified if trained in the use of the proglide device, attempted arteriotomy closure of the right femoral vein after an interventional procedure. Reportedly, when the needle plunger was retracted, a suture break occurred. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Event description:
Subsequent to the initial medwatch additional information received indicated that the physician is trained in the use of the proglide device.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found approximately 11-1/2 inches of the monofilament was loose. The posterior cuff and needle tip were attached to the rail end. Both cuffs were still attached to the link and the anterior cuff was out of the pocket with one of the anterior cuff tabs damaged. There was also a dent on the anterior needle barb. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of plunger. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that could have contributed to the reported event. Therefore, the root cause for the anterior cuff to needle tip detachment could not be determined. It was reported that the device was deployed in the right femoral vein and the instructions for use for the proglide device, under indications for use states, the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.